Manufacturer narrative:
The results of the investigation are inconclusive at this time, and the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The device history and sterilization record for this device serial number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Cvrx ID# (B)(4).

Event description:
A barostim system was implanted on (B)(6) 2015. On (B)(6) 2024, the loop of the patients csl was exposed outside the patient's skin. The patient reported that they did not experience any pain and the was no sign of an inflammation. The affected area was disinfected and redressed daily by the patient's family physician. Per the opinion of the physician, the root cause of the event was unknown. The ipg and csl were successfully explanted on (B)(6) 2024.